Event description:
The customer provided photographs and reported red cells are breaking through gel barrier.

Manufacturer narrative:
(B)(4). No samples were received for evaluation. Received customer pictures. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.